Event description:
Follow up information identified the lead appears to have migrated out of the initial position. In addition there are multiple high impedances.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was removed and replaced. Upon visual assessment it was noted the lead had fractured at the paddle site. The ipg was electively replaced.

Event description:
Follow up information identified the patient is experiencing a lot of pain and surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di); (B)(4).

Event description:
It was reported is no longer receiving stimulation and lead diagnostics is showing invalid impedances. An x-ray was taken and showed the lead has migrated. Surgical intervention may be pending to address the issue.